Event description:
A report was received that the patient¿s device was not working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s device was not working. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s device was not working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician and facility where patient said the explant happened has no record of the explant procedure. The available record with the facility was the permanent implant and lead revision wherein the lead was explanted and replaced on may 08, 2013 (MFR report #: 3006630150-2013-01050).

Manufacturer narrative:
Additional information was received that the physician and facility where patient said the explant happened has no record of the explant procedure. The available record with the facility was the permanent implant and lead revision wherein the lead was explanted and replaced on (B)(6) 2013.